Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy (mdi). It was reported that the customer experienced an elevated blood glucose (bg) level of 527 mg/dl. A correction injection was delivered via mdi to address bg.